Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no burn marks or components damage were observed. The returned sensor was further investigated and de-cased. A visual inspection was performed on the pcba. No burn marks or component damage were observed. An extended investigation was performed. The device was brought to the bench for testing. The returned sensor was scanned on the evm (evaluation module) and was then restored and reactivated using the ptugen4 tool. An accuracy test was performed, which was within specification. The temperature test was conducted and it was within specification. Poise voltage test was performed on the returned sensor using a digital multimeter. The test was observed to pass within specification. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode, indicating that the sensor was fully functional. No burn marks were observed on the pcba. The reported event of sensor error/sensor end was not confirmed. No abnormal errors were observed during testing and the returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this investigation is not confirmed. The applicator has been requested back for an investigation and the customer agreed to return the device. However, applicator has not been received at this time despite follow up attempts by adc. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "a kind of electric shock" while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports, "a kind of electric shock" while wearing their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.